Manufacturer narrative:
Pt info is not longer available. Software has not been evaluated as of the date of this report.

Event description:
A medtronic rep reported that while in an ent procedure, the software exited after registration. The site was able to cycle power to re-register the pt. The surgeon completed the procedure with the use of the landmarx evolution plus system. The outcome of the pt is reportedly not impacted by the event.